Manufacturer narrative:
D.10. Concomitant products: catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax; catalog: 444sp02012, 12ch adt ty-care exel x10, lot: 21d1272fax. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-usage testing, nine close suction system had issues when connected the negative pressure suction line, the suction control valve could not be pressed. There was no patient involved. Medtronic's initial evaluation of the incident device found not in its original condition and could not rotate properly.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the suction valve with the cap that could not rotate properly. It was reported that during pre-usage testing, nine close suction system had issues when connected the negative pressure suction line, the suction control valve could not be pressed. Medtronic's initial evaluation of the incident device found not in its original condition and could not rotate properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ty-care¿s instructions for use show the correct position of the suction valve cap in order to close and open it properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.